Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient could not get their implantable neurostimulator charged since two to three months prior to the report. Sometimes when the patient experiences pain, she could connect and charge a little bit, but it didn¿t last long. The patient had not had time to charge her ins because she had so many different doctor appointments due to cancer (confirmed as unrelated to the device/therapy). In the end, the patient was redirected to follow-up with their health care professional for the charging issue or to call back when she had more time to troubleshoot. Additional information was received from a consumer and a manufacturer representative regarding the patient on 2020-may-08. It was reported that the patient had issues charging her implantable neurostimulator since (B)(6) 2020, but she can still charge. The patient noted that it has been a while since she has used her stimulator. The patient noted that a few months ago the therapy stopped helping her, so she turned stimulation off. The therapy was not helping her pain. The health care professional was aware of this, and the date that this started was not confirmed as 2020. The patient noted that it had been a while since she has used her stimulator. About a week prior to the report when the patient charged it up and turned stimulation back on, everything felt fine and normal for a few hours, but then all of a sudden when she was standing in her kitchen, it felt as if she was being zapped/shocked. The shocking was so bad that it brought her to her knees and made her cry. The patient first took the batteries out of the patient controller and that didn¿t help, and then she put the batteries back in the patient controller and turned the stimulation off. She turned her spinal cord stimulation off and the zapping discontinued. The patient noted that contributing factors may be that she had a pretty bad fall down a flight of stairs a few weeks prior to the report, around late (B)(6) 2020. The patient noted that the spinal cord stimulation was off at the time of the fall. The issue was not resolved at the time of the report. The patient¿s next appointment is scheduled for (B)(6) 2020 to meet with her health care professional and a manufacturer representative. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was undetermined at this time. The rep met with the patient at her appointment on (B)(6) 2020. Patient arrived with no charge, so he could not perform a reprogramming or check impedances. While in the office he connected a recharger to her ins and had good coupling, the patient could not stay in charge. Patient instructed to go home and charge then let them know when to meet her for reprogramming. While in the office on (B)(6) 2020 an x-ray was done and showed no migration. They plan on meeting with the patient for reprogramming and impedance check. Issue not resolved at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they met with the patient on (B)(6) 2020 for rep programming. They stated that their device was charged, and they were able to check impedances and reprogram. They noted that all impedances were within normal limits. After interrogating the ins, they set all intensities at 11.0ma. The rep stated that they created new groups for the patient. The patient was able to feel stimulation in their low back and legs, where they needed it. They added that no zapping was experienced with the stimulation on. The rep indicated that the patient previously had not used their device in a long time, and the intensity level was still set at 11.6ma, which caused the zapping. They stated that the patient now gets good and excellent coupling when charging. The issues were resolved.